Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (implanted (B)(6) 2016) reported that the implant was not working. It was worse then before. Patient has been to the md (doctor) 3 times already and had adjust the stim . Patient can't turn up the stim higher because the leg would go numb and md is aware. Indications for use noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
Corrected information: sex, date of birth.